Manufacturer narrative:
The unit was received with operating currents within specifications. Unit passed self test, error, rewind, basic occlusion and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force system resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with broken battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error and no delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.